Event description:
Information was received from a healthcare provider (hcp) and a device manufacturer representative (rep) regarding a patient who was receiving an unknown drug at an unknown dose and concentration via an implantable pump for spinal pain. It was reported that the patient had missed multiple refills of the pump due to patient non-compliance. It was initially believed that the pump was empty based on the pump programming, however upon interrogating the pump, it was found that there was still drug in the pump and it was not empty. It was unknown if the pump was alarming. The patient was having hyperbaric therapy and was told she needed to have the pump filled due to this interaction. The patient was coming to the hcp's office "today" for evaluation and the plan was to refill the pump with preservative free normal saline (pfns) and set the pump to minimum rate. It was later confirmed that the pump was emptied of drug, filled with saline, and turned to minimum rate. The event date was noted to be 2016. There were no reported symptoms.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.